Manufacturer narrative:
With the information gathered to date, we are unable to ascertain what component is being described and the nature of the alleged malfunction. The device has not been returned and there are no photos, analysis, or other information which would help us determine whether the device did malfunction, and if so, whether the malfunction was hazardous. Device not returned to manufacturer.

Event description:
It was reported that during a case, the plastic ring on the device detached and use of another device was required to complete the procedure. According to the report, there was no injury or other adverse health consequence to the patient.